Manufacturer narrative:
Continuation of d10: product ID 37082-40, serial# (B)(6), implanted: (B)(6) 2023, product type extension product ID 3889-28 lot# 0225719131, implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 37082-40, serial/lot #: (B)(6), ubd: 19-aug-2025, UDI#: (B)(4), product ID: 3889-28, serial/lot #: (B)(6), ubd: 31-oct-2026, UDI#: (B)(4). G2: the country of origin is colombia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced incisional wound reopening/drainage at the location of the lead/extension connection. The patient's healthcare provider requested that the patient be hospitalized for management. Medical/surgical intervention was needed to prevent a permanent impairment of a function; surgical lavage, debridement, and vacuum system were performed. The issue was not resolved.

Event description:
Additional information was received. It was reported that because the patient's wound didn't heal completely, the specialist expected to remove the entire neurostimulation system last friday march 28. But during the surgical procedure, the specialist didn't observe signs of infection and only decided to remove the sacral electrode and cut the extension. The specialist left the neurostimulator and the other electrode implanted.

Manufacturer narrative:
Continuation of d10: product ID 37082-40 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted:(B)(6) 2025 product type extension product ID 3889-28 lot# 0225719131 serial# implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the initial surgical intervention had occurred on (B)(6) 2025. It was also stated that lavage and debridement were performed, and primary wound closure was performed on (B)(6) 2025. It was noted that the patient was left with a negative pressure wound therapy dressing that was subsequently removed. The patient was discharged from the hospital on (B)(6) 2025. No further complications were reported or anticipated. It was confirmed that the patient was implanted with a pelvic health lead that was connected to a spinal cord stimulation extension and ins to treat vaginal pain radiating to the patient¿s perineum.